Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent was unable to be confirmed as the stent was not returned. Reportedly, the delivery system was not removed under fluoroscopy. It should be noted that the supera peripheral stent system instructions for use (IFU) states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. The deviation of the instructions for use does not appear to have caused/contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified and tortuous lesion anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/ difficult or delayed activation. Manipulation of the device including rotating the handle and gently pushing back and forth in attempts to fully deploy the stent resulted in the reported stretched stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. 2017- incorrect removalna.

Event description:
It was reported, the procedure was to treat a mildly calcified and tortuous lesion in the left popliteal artery. The lesion was pre-dilated with a 5.5 and a 6.0mm non-abbott balloon. The 5.5x40mm supera self expanding stent system (sess) was advanced to the target lesion without issue and deployment initiated. After approximately 2/3 of the stent was deployed, the stent could not be fully deployed. The thumb slide was able to turn, but the stent was not deploying. Troubleshooting steps were performed, including rotating the handle and gently pushing back and forth. The stent was able to fully deploy. However, it was noted it elongated approximately 1cm. The stent was deployed in the target lesion with the elongated part reaching 1cm into the distal superficial femoral artery (sfa). The delivery system was not removed under fluoroscopy. There was no clinically significant delay in the procedure. And no adverse patient effects. No additional information was provided.